Event description:
Adverse event(s): "no patient injury reported" (no known impact or consequence to patient). Product problem(s): "frozen touch screen" (no display or display failure). A surgeon reported during the quadrant removal of the lens, the touch screen froze. The customer tried using the remote control, but the screen remained frozen. The system was rebooted three times before surgery was able to proceed. The surgery was completed, but the procedures that were planned after this surgery were canceled. Additional information was requested but none has been received to date.

Manufacturer narrative:
A company service representative examined the system and was unable to duplicate the reported problem. The software was updated and the solenoid spacers were replaced and disposed off on-site. The system was then tested and met all product specifications. A review of complaints for the last 24 months indicated one additional, related report for this system. There were no samples returned for evaluation therefore, steps could not be taken to replicate or confirm the reported event. However, with no sample to evaluate, at this time, the root cause is currently unknown. (B)(4).